Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that a patient's pump was replaced on (B)(6) 2011, due to the end of its battery life and was done without any problems. During the surgery, the catheter was reviewed and there were no problems, drug and/or csf could flow correctly. Following the replacement procedure the patient went home, but returned to the hospital a week later because "initial withdrawal syndrome symptoms appeared". On (B)(6) 2011, the withdrawal symptoms increased "a lot"; and the patient had high fever. A neurosurgeon reviewed the catheter; and it was noted that cerebrospinal fluid could be extracted. It was determined that the catheter seemed to be "fine". It was later reported that during the surgery, the connection of the new pump and the catheter ws done inside the pocket and, after the connection was made, flow was not checked through the catheter access port. On (B)(6) 2011, the pump was interrogated and it seemed to be working correctly. According to the physician, although the patient had some fever and the spasticity had increased, the symptoms of baclofen withdrawal were not very clear. The physician decided to administer a bolus of 30 mcg of baclofen. At that time, the pump reservoir was not emptied and the volume of drug inside the pump was not compared with the volume expected on the programmer. It was also noted that a (B)(4) study via the catheter access port of the pump was not performed. After the administration of the bolus, the patient started to feel better and recover. Because of the initial recovery, the neurosurgeon canceled the surgical revision of the pump and the catheter that was planned for (B)(6) 2011. One week later, the condition of the patient began to deteriorate. The underlying symptoms returned (spasticity and spasms), she had high fever and, on (B)(6) 2011, she suffered a respiratory arrest. As a result of the respiratory arrest, a neurologist contacted the neurosurgery service to organize an emergency pump replacement procedure. The patient underwent surgery (B)(6) 2011 at approximately 9 pm. Before making an incision at the pump implant site, the surgeon placed a needle through the catheter access port to check if drug and/or csf was flowing through the catheter, there was no flow. He decided to take the pump out of the pocket and, before disconnecting the pump from the catheter, he checked again through the catheter access port and there was no flow. Later, he disconnected the pump from the catheter and there was flow through the catheter noted. After the catheter evaluation, he emptied the pump reservoir. Twenty mls of drug was extracted; according to the programmer there should have been 11.5 mls inside the reservoir. As a result of this, he decided to replace the pump. It was stated that the pump seemed to be "not working". The connection of the new pump and the catheter was done outside the pocket. After the connection was made, the catheter access port was checked and csf was flowing correctly through the catheter and the catheter port. As the catheter was completely aspirated during its evaluation, a bolus was programmed to prime the catheter and the pump internal tubing. It was noted that the drug dose was 675 mcg/day before the event and 300 mcg/day after the event. It was noted that following the pump replacement on (B)(6) 2011, the patient was recovering satisfactorily. It was later reported that at the (B)(6) 2011 replacement surgery, a sutureless connector model 8578 was used to connect the catheter with the pump. It was noted that when the pump was interrogated at the time of the patient events, there "weren't any strange events registered." A rotor test was not performed. There was no motor stall.